Manufacturer narrative:
Document review: impact highcross pe hooded liner: ref 01.32.3244hcat / lot 134704 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Impact two holes shell: ref 01.32.152dh / lot 133662 (B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) shells belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Imp ref# (B)(4).